Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient was currently in the hospital and the doctor had recommended a new pump. Reporter was unable to troubleshoot issue, as patient was being discharged at the time. Customer support advised reporter to call back for troubleshooting. This complaint is being reported as the patient was hospitalized allegedly related to a unspecified pump malfunction.